Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure the system shut down. The system was restarted. Patient impact is unknown.

Manufacturer narrative:
The customer reported that the system randomly shut down. The system was restarted. There was no reported patient harm. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on october 6, 2006. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).